Event description:
The cross brace broke at the weld that connects the seat rail on the right side of the chair. The customer sat in the chair yesterday and the weld broke.

Manufacturer narrative:
The weldment of wheelchair was not saturated. Improved welding technicals responsible person: (B)(4) date: (B)(4) 2015. Training workers in weld workshop, make sure following welding sop responsible person: (B)(4) date: (B)(4) 2015. Isolated non-conforming production in workshop responsible person: (B)(4) date: (B)(4) 2015.